Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a distributor contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the customer had experienced an error on arm 1. The tse viewed live logs and noted a mid-procedure restart. The tse did not note any errors in live logs at time of call. The tse noted that arm 1 was docked, but no instrument was installed. It was noted that the customer had instruments on arms 2, 3, and 4. The distributor was unable to provide fault number and stated the customer received an unable to dock message and swapped the drape with no change. The tse informed the distributor they would have to wait until the logs upload to view error due to system restart. The distributor called back in to report they had power cycled the system, but the issue remained. The distributor stated one of the discs were not spinning. The tse reviewed the logs and confirmed the issue. The tse recommended a physical inspection of arm 1 disc movement to see if the disc froze. The tse advised to compare arm 1 and arm 2 functionality with drape and instrument engagement/disengagement and if there was an issue between them. The distributor was going to preform troubleshooting after the case and call ended. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that ports were placed when the issue occurred. The system was checked with no issues before the procedure. The procedure was completed with 3 arms, the one arm was disabled. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis (fa). Fa was able to confirm via logs and reproduce the reported complaint during in-house testing.

Event description:
Refer to h10/h11 for follow-up information.